Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and infection ('infection') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and infection (seriousness criterion hospitalization). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation and infection outcome was unknown. The reporter considered device dislocation and infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), infection ('infection') and device breakage ('multiple metallic fragments') in an adult female patient who had essure (batch no. 880426) inserted for female sterilisation. The patient's medical history included pelvic pain, dysmenorrhea, uterine bleeding and cystoscopy. Concurrent conditions included paratubal cyst. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), infection (seriousness criterion hospitalization) and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, infection and device breakage outcome was unknown. The reporter considered device breakage, device dislocation and infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), infection ('infection') and device breakage ('multiple metallic fragments') in an adult female patient who had essure (batch no. 880426) inserted for female sterilisation. The patient's medical history included pelvic pain, dysmenorrhea, uterine bleeding and cystoscopy. Concurrent conditions included paratubal cyst. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), infection (seriousness criterion hospitalization) and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, infection and device breakage outcome was unknown. The reporter considered device breakage, device dislocation and infection to be related to essure. Most recent follow-up information incorporated above includes: on 7-jul-2020: mr received. Lot number was added. New event added: device breakage. Reporter, concurrent conditions were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and infection ('infection') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and infection (seriousness criterion hospitalization). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation and infection outcome was unknown. The reporter considered device dislocation and infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.